Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced due to a crack in the tubing.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated that the pump does not [work] anymore. It does not inflate/deflate, and it has become very stiff. He also mentioned that the physician who performed the procedure, did not do a high standard procedure on his implant to the point he needs a different procedure. The patient stated the physician left their penis "question mark" shaped and they had reduced their length by 1/2 inch.